Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0bab8, product type lead.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) via a con regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was continually urinating every hour or 20-30 minutes. The patient had tried all four programs with program 1 working the best. The patient has been working with a physician assistant (pa) regarding programming. The patient was diagnosed with pre-diabetes so they changed their diet and lost 50 pounds over 5 months, which was not alleged to be related to device or therapy. The hcp thought that the symptom issues may have been due to the patient losing so much fat as there was hardly any left, but the patient's pa disagreed. The patient was advised to follow-up with their hcp about reprogramming considerations. On (B)(6) 2017, the additional information was received, noting that the patient followed up with a hcp on (B)(6) 2015 and was adjusting the program and amplitudes. In one program, they felt fluttering in the vagina, which was less annoying after decreasing the amplitude. The patient had developed pre-diabetes since their last hcp visit and, also, underwent cataract surgery. The patient stated they tried each program, but would get up 1-2 times at night to urinate and wore mini pads, which were soaked when they changed. They felt like they emptied their bladder, but was having problems emptying their bladder well. It was noted that they didn't catheterize throughout the day. They also reported stool leakage, but denied stool leakage, contradicting their statement. They were having frequency, urgency, incontinence, and overactive bladder. It was noted that they lost almost 30 pounds since (B)(6) 2014 and had changed their eating habits. They had a small rectocele in their vagina. They also had a bladder scan, which showed 123 cc of residual volume. The device was interrogated and it found the patient was on program 2 the entire time, but they were insistent that they had tried every program. It was found that they were adjusting the amplitude, but not actually changing programs. On (B)(6) 2015, the patient stated they felt the programming change made them worse, noting that they were getting up four times at night to urinate and wore two pads, which would be wet when changed. They were also urinating less than every hour and wore three pads during the day. They rated their urgency at a 10 on a scale of 1-10. The device was confirmed to be on and was interrogated, which found that the patient had been on program 3 100% of the time. The hcp was able to confirm the amplitude caused a mild sensation on all four programs. The patient didn't have an improvement of > 50% at this time. An impedance check and battery check were performed and it was found that there was a lot of battery life with each program. They changed to program 2 at 1-, 3+ and the patient felt stimulation, mildly, at 1.9 amps in the perineum. On (B)(6) 2015, they still had incontinence and frequency. This time, they had been on program 2 the entire time. The hcp discarded the details on program 2 and changed the electrode setting to 1-, 2-, 3+ and increased the pulse width and rate. The patient was changed to an amplitude of 1.2 and felt a "warmth" in their lower buttocks. On (B)(6) 2015, they had the same problems with leaking and frequency. They also reported that they would feel something in their vagina, at the base, at the end of the day; not always, but if they were active. It was noted that small, well-healed scar tissue was posterior at the base of the vagina, which appeared to be the area of a previous prolapse surgery. There was no noted prolapse at this time. The patient still had been on program 2 the entire time, so they turned it up to 1.9. On (B)(6) 2016, the patient reported that they had problems getting to the bathroom on time and had 3-4 bowel movement per day. They also stated that they had a lead revision. As of (B)(6) 2015, they also had incomplete bladder emptying; 31 cc of volume in the bladder was identified through a scan. This time, the patient had been on program 4 the entire time. They confirmed the patient felt a mild sensation at an amplitude of 3.8 amps. The hcp also changed the electrode configuration, adjusted the pulse width, adjusted the rate, and set an amplitude to a mild 0-, 1-, 2-, 3+ at 1.2. At this time, the patient discontinued their use of myrbetriq. A follow-up on (B)(6) 2016 noted that the patient had started doing physical therapy once weekly and performed exercises 3-4 times per week at home, which primarily consisted of kegels and strengthening. However, they still rated their urgency at a 10. The hcp made all the electrodes negative and case positive and adjusted the amplitude. The patient discontinued their use of omega3 at this time. On (B)(6) 2017, they reported that, 6 months after the physical therapy, they had significant improvement and was pleased. However, they wanted to see improvement in their frequency, leakage, and urgency, noting they tried multiple configuration and had a revision three years prior to this with 50% improvement. The patient had lower back pain, their vagina was spastic and tender on the left-side only, and the ins pocket was uncomfortable. On (B)(6) 2017, the patient reported that their blood glucose level was at 105. They changed their diet to 33 grams of fat per day and took in 1200 calories of, mostly, vegetables and fruit. They didn't have whole protein, dairy, or packed foods and increased their fiber to 35 grams per day. They noted that their activity level had rose to 3-5 hours per week, which was usually zumba or walking, after losing 50 pounds from (B)(6) 2015. They still had frequency every 60-75 minutes, all day. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with healthcare professional reporting that the lead revision occurred on (B)(6) 2014 and the reason for the lead revision was that patient was having incomplete bladder emptying, urgency with urination, frequency of urination and incontinence. Patient was seen on (B)(6) 2017 in office and patient noted improvement with frequency, leakage and urgency. The revision made their symptoms 50% or more better. Mentioned was that patient had a 6 month follow up on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on october 17th reported the patient was having a loss of therapy was being scheduled for a lead revision on (B)(6). There were no further complications that have been reported as a result of this event.